Manufacturer narrative:
H10: multiple attempts have been made on 09/06/2023, 09/13/2023, and 09/20/2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A touchscreen calibration was attempted to resolve the issue but was unsuccessful. The rse then provided the customer with the parts ID for the touchscreen to order and replace. The investigation is ongoing.